Manufacturer narrative:
This report is submitted on 3 march 2021.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2020 due to incorrect placement of electrode array. The patient was re-implanted with a new device during the same surgery.